Manufacturer narrative:
--

Manufacturer narrative:
There is no additional information available. If additional information becomes available the report will be updated.

Event description:
Boston scientific received information that this device exhibited high right ventricular (rv) pace impedance. Impedance was greater than 2,000 ohms. No adverse patient effects have been reported. All available information indicates that the device remains in service.

Event description:
Additional information was received that the patient was brought into the clinic for troubleshooting. High impedance measurements could not be reproduced via isometrics. They even had the patient swing a golf club as he had been golfing on the day that the out of range impedance measurement occurred. Impedance was stable and within range during troubleshooting. It was also noted that approximately one week earlier, there was an isolated impedance measurement of 1,400 ohms. Technical services (ts) discussed that the issue could be positional related and the position has not been found to recreate or external interference may have been a factor. Ts discussed they may choose to monitor if there is only one out of range measurement. All available information indicates that the device remains in service.